Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012649869 was returned and analyzed. No anomalies were identified during visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance and functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. During microscopic inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires observed in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while manipulating the catheter inside the body, attempts were made to move the slide control knob to spiral the catheter ring, but the slide control knob got stuck around the middle. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.